Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please specify. There is no consequence. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Complaint was received from ot in charge of hospital. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao damaged sample is not available, they disposed. Same batch sample is not available. Suture is not available at present, they disposed same day after the surgery. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure doctor was used for skin closer. Suture was broken into pieces. Additional information has been requested.